Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of broken output connectors and additionally noted that the hanger assembly was contaminated and that the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported the atrial and ventricular connectors of the epg (external pulse generator) are broken. The epg was returned for repair. No patient complications have been reported as a result of this event.